Event description:
It was reported to philips that the therapy capacitor of the device is out of tolerance by 95 microfarads. The device was in use at the time of the reported issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy capacitor of the device is out of tolerance by 95 microfarads. There was no patient involvement.